Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 694765 lead, implanted: (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket infection had occurred. The incision site had been slow to heal. The patient picked the incision scab and shortly after the site became red and swollen. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.